Manufacturer narrative:
Review of the complaint details for closure activities found the following information was not previously submitted therefore a correction is now being submitted. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a redo single lumen tpn catheter " broke down because of traction." No further event or patient details were provided. There is no indication of any adverse patient consequence. The circumstances and handling conditions leading to the event were not provided. Multiple attempts were made for additional information; no additional information was provided as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The instructions for use clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow¿. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.